Event description:
(B)(4). Migraines, panic attacks, sensitive skin, painful intercourse, ibs, weight gain, fatigue, abdominal pain, severe cramping, irregular menstruation, heavy bleeding, dizziness, numbness and tingling in hands and arms.